Event description:
Removal of dental implant for non osseointegration. The clinician identified the reason of removal as failure to osseointegrate related to improper loading.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no threads defects were noted.